Manufacturer narrative:
Summarized patient outcomes/complications of navitor were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, chronic obstructive pulmonary disease, dialysis, atrial fibrillation, prior peripheral artery disease, prior stroke, prior coronary artery bypass graft, prior percutaneous coronary intervention, unable to walk, mitral regurgitation, heart block, heart failure, and bicuspid aortic valve. Some of the complications reported were aortic stenosis, paravalvular leak, death, and surgical intervention (pacemaker); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. The device was not returned for analysis. The device history record (DHR) and complaint history reviews were not performed because this complaint was based on an article review and no lot information was provided. Based on available information and the limited information from the article, the cause for the reported device stenosis and perivalvular leak were unable to be determined. The report patient effects aortic valve stenosis and death were unable to be determined. The reported surgical intervention was a result of case-specific circumstances. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature: article title: supra-annular versus intra-annular self-expanding valves in small aortic annulus: a propensity score-matched study.

Manufacturer narrative:
The UDI number is not known as the part and lot numbers were not provided literature attachment: supra-annular versus intra-annular self-expanding valves in small aortic annulus: a propensity score-matched study investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "supra-annular versus intra-annular self-expanding valves in small aortic annulus: a propensity score-matched study", was reviewed. The study presented a retrospective, single center study to evaluate outcomes between different self-expanding valves (sevs), namely supra-annular valves (savs) (corevalve/evolut r/pro/proþ/fx) vs. Intra-annular valves (iavs) (portico/navitor). Devices included in the study were medtronic corevalve, medtronic evolut r, medtronic pro/pro+, medtronic evolut fx, abbott navitor, and abbott portico. The article concluded that iavs and savs are associated with comparable device performance in terms of hemodynamic structural and nonstructural dysfunction. Randomized data are needed to validate these findings and guide informed device selection. [The primary and corresponding author was michel pompeu sa, department of cardiothoracic surgery, university of pittsburgh, pittsburgh, pennsylvania, USA, with corresponding email: michel_pompeu@yahoo.com.br] the time frame of the study was from 2013 to 2023. A total of 583 patients were included in the study, of which 106 (18.2%) received an abbott device. For the sav group, the average age was 83.0 years. For the iav group, the average age was 82.0 years. The majority gender was female. Comorbidities included hypertension, diabetes, chronic obstructive pulmonary disease, dialysis, atrial fibrillation, prior peripheral artery disease, prior stroke, prior coronary artery bypass graft, prior percutaneous coronary intervention, unable to walk, mitral regurgitation, heart block, heart failure, bicuspid aortic valve.